Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported hospitalization appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that four xience sierra stents, sizes 2.75x28, 3.5x33, 3.5x38, 4.0x12, were implanted in the coronary artery on (B)(6) 2019. The patient was re-admitted to the hospital on (B)(6) 2019 with carotid artery occlusion. Surgery was performed. The outcome is unknown. No additional information was provided.